Event description:
It was reported that when using a medfusion¿ medfusion® 4000 syringe infusion pump, an event was discovered by a strong smell of "burned out" from the device and the lack of power supply in the patient's room (a circuit breaker out of service). According to the nurses' testimony, the pump had finished admitting the medication when the event occurred. No report of any known impact or consequences to the patient.

Manufacturer narrative:
One medfusion infusion pump was received for evaluation. Visual inspection of the pump found it to have significant thermal damage to the power supply board and interior surface of the ac receptacle. It was noted that the pump has severe smoke damage to the entire interior, including all components. The event history log was unable to be reviewed due to the damage to the power supply. It was noted that the pump was damaged beyond repair, and the customer's complaint was confirmed. The root cause was determined to be fluid ingression into the main body of the pump-either by improper cleaning of the pump or the customer's introduction of excessive fluids to the pump's surface.